Event description:
The patient was a (B) (6) male. The target lesion was aha6. The vessel was heavily calcified but not tortuous. The % of stenosis was unknown.2006: a cypher (size unknown) was implanted at aha6.2010 (B) (6): stent fracture and restenosis was observed at the cypher. Physician tried to treat the lesion, but because the balloon was ruptured, there was no treatment conducted. There was no more information regarding this event available.

Manufacturer narrative:
This (B) (4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.please note that the patient had the index procedure done in 2006.information received from an affiliate indicated that a patient experienced restenosis and stent fracture after having a coronary artery stent implanted. The patient¿s medical history is unknown. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as heavily calcified, not tortuous and the percent of stenosis was unknown. The patient was a (B) (6) male. The target lesion was aha6. The vessel was heavily calcified but not tortuous. The % of stenosis was unknown. The patient had an unknown cypher implanted in the lesion for unknown reasons. Approximately four years later, stent fracture and restenosis was observed. The physician tried to treat the lesion but because the balloon ruptured there was no treatment conducted. There was no more information regarding this event available.the sterile lot number for the device is unknown; therefore, a device history report review could not be conducted.stent fracture and restenosis are known potential adverse events associated with implanting coronary artery stents. While not observed in the (B) (4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Stent fracture has been recognized as a potential mechanism of thrombosis and restenosis and may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Review of the information available suggests that there are vessel characteristics that may have contributed to the reported event.